Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to mixed mitral regurgitation (mr) with a grade of 4. On (B)(6) 2020, one xtw clip was implanted, reducing mr to 1-2. Then on (B)(6) 2020, the patient returned for a follow-up, and imaging showed increased mr grade of 4 and a perforation on the posterior leaflet. The physician stated the increase mr was due to disease of progression, but it is unknown what caused the perforation. The clip is stable on both leaflets. The patient remained hospitalized. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat the recurrent mr and perforation. One ntr clip was deployed, reducing mr; however, the perforation was not fully treated. A non-abbott closure device was placed on the posterior leaflet to treat the perforation. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the tissue damage cannot be determined. The reported mitral regurgitation (mr), per the physician, was related to disease progression. The patient effects of mitral regurgitation and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances. Although a conclusive cause for the reported patient effect of tissue damage, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.